Manufacturer narrative:
The insulin pump was monitored and there was no low battery alert or off no power anomaly. The insulin pump was received with all operating currents within specifications. The device passed the displacement test, rewind test, basic occlusion test, priming test, occlusion test and excessive no delivery test. The insulin pump had a cracked reservoir tube lip, minor scratches on the lcd window and cracked case at the display window corner.

Event description:
Customer reported via phone call off no power anomaly and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for off no power was performed. Customer advised they received a new battery cap and the insulin pump continued to shut off. Customer received a low battery alert prior to the off no power alert. Customer advised this was the second occurrence of the off no power anomaly alarm. Troubleshooting for high blood glucose was performed. Customer experienced nausea and thirst. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.